Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The echo-19 device of lot number c1489408 involved in this complaint was returned for evaluation, with the original packaging. With the information provided, a physical examination and a document based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 10th october 2018. On evaluation of the returned device it was noted that there was a proximal needle breakage at the position of the observed kink. Visual and functional checks were carried out. Device dismantled, proximal end of broken needle measured 306 mm (from bottom of hub). Rest of needle measured at 1395 mm (specification for sheath holder 1705mm +2mm/-2mm). Root cause: a definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. However it is possible that device handling or excessive force was applied causing the needle breakage when attaching or dethatching the device to the scope. A CAPA has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction: the scope of the CAPA includes; needle breaking, kinking or crumpling within the handle assembly. Kinking or breaking of the sheath at the sheath/sheath extender junction. Document review: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl the review of relevant information, confirms the failure mode of needle broken has occurred. IFU review: the notes section of the instructions for use, ifu0101-0, which accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101-0). Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends. It was noted in the description of event "felt obvious resistance while advancing wire guide". It is believed that instead of wire guide this should have been "stylet" and a confirmation note for clarification has been sent to the originator on 17 oct 2018.

Event description:
User detected there is a kink between outer sheath and handle, and felt obvious resistance while advancing wire guide. User concerned there will be issue extracting the sample and decided not to use the device. User changed another same product to finish the procedure. Device was evaluated on the 10-oct-2018: confirming that the needle was broken proximally.